Event description:
Aortic stenosis case: jr4 with j wire inserted, wire exchanged for 035 x 145 straight wire crossed the aortic valve, wire exchanged for 035 x 260j wire, catheters exchanged for a different brand catheter to measure valve area. Lv gram done with observation, blood contrast into pericardium. Cardiologist looked at 065 x 260j wire and felt the wire was stiff and considered defective compared to other 035 x 260j wire.